Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. H6: no product will be returned for evaluation.

Event description:
The patient reported experiencing bent infusion set cannulas and elevated blood glucose of up to 500 mg/dl while using the infusion sets. She stated on one occasion she had to be driven home by her boss. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.